Event description:
During a laparascopic supracervical hysterectomy, the tip of the sonosurg device (instrument) broke off in patient. All pieces were retrieved and isolated. An x-ray was taken to assure that no additional pieces were retained. No adverse outcome to patient.